Event description:
It was reported that the right ventricular (rv) lead impedance was high, the sensing integrity counter (sic) was elevated, and the threshold was high. Fibrillation sense (fs) markers noted noise during coughing. The pace/sense portion of the lead was replaced with a previously-deactivated lead in the patient and the high voltage portion of the lead remains in use. No complaints have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.